Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a clamp (line) of a homechoice cassette was not properly adjusted resulting in a leak, which is known to cause this alarm. The cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was found that one of the clamps (lines) was not properly adjusted; a leak was detected at the junction of the bag with the supply line of the homechoice cassette. The hp stated the connections were connected properly prior to therapy. Renal therapy services (rts) assisted the hp with ending therapy. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.